Event description:
It was reported that an unspecified evacuated contained was broken. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11: based on additional information received, evacuated container was determined not to be a factor in the reported adverse event. No malfunction or performance issue was identified during the investigation. Should additional relevant information become available, a supplemental report will be submitted.